Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator graphic user interface (gui) became inoperable. It is unknown if the ventilator was replaced. There was no report of death or serious injury associated with this event.